Event description:
Caller reported a cartridge alarm 20 during the pumping process. Customer's blood glucose level displayed as "high," indicating an impact. Customer addressed the high glucose level by administering a correction bolus of 15 units via the pump and reloaded the same cartridge. No third-party assistance was required beyond normal support. Tandem technical support decided to replace the pump following confirmation of consecutive cartridge alarms.